Manufacturer narrative:
Upon completion of the evaluation it was noted that the investigation did confirm the problem. The silicone housing which surrounds the siphon guard was torn. The lot number was cgmc0r and the product code was 82-3162 and not 82-3844 as previously reported by the customer. The likely root cause of the torn condition of the silicone housing was believed to be that the valve housing sustained some form of mechanical damage during the implantation procedure, a small cut or a sharp edge of an instrument may have been the cause of the beginning of the crack. It could also be likely that a cut or abrasion on the housing during the surgical procedure could have resulted in a further propagation of the tear during the implantation period or when the device was explanted. However, the exact root cause of the damage could not be precisely determined. Review of the history device records confirmed the valve conformed to the specifications when released to stock in december 2006. Regarding the cracks in the silicone housing, the following action was implemented in may 2005: some additional warnings about the susceptibility of the silicone housing to abrasion, cuts etc. Were added in the product insert for chpv products. It warned health care users to exercise extreme care when handling silicone components. Silicone has low cut and tear resistance. A long-term action is underway through the development and implementation of a new mold for the housings. There is to be added wall thickness in the stressed section of the housing. Which would reduce the likelihood of the propagation of any small damages to the silicone material. Trends will be monitored for similar complaints. No corrective action is needed based on the results of the evaluation. At the present time this complaint is closed.

Event description:
Rep reported that the distal end of the valve pulled out of the housing.